Manufacturer narrative:
The two pieces - soft moldable piece and hard protective piece - split into two pieces.

Event description:
Patient stated, "the two pieces - soft moldable piece and hard protective piece - split into two pieces."